Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(6) for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from suction channel of the device tested positive for unspecified microbes and pseudomonas aeruginosa (total 11 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the result of microbiological testing provided by the user facility, the date of event was (B)(6) 2021. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the (B)(6) guideline. (B)(4) inspected the device and confirmed the following: the insulation resistance value of the insertion section was out of specification. The distal end cap was scratched. The adhesive of the bending section rubber was worn. There were wrinkles on the insertion tube and universal cord. There was not enough angulation and there was little play on the angulation control knob. The biopsy channel was replaced for preventive maintenance. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not confirm any defects that could cause the reported event from the device inspection result by olympus (B)(4). The instruction manual states that inappropriate reprocessing may cause infection. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing conducted by the third party laboratory after reprocessing by (B)(4) cleared the (B)(6) guideline. However, based upon the past similar cases, the reported event may have been caused by the following: there was a difference in the reprocessing method of the device performed by the user facility and (B)(4). Contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.